Manufacturer narrative:
(B)(4). No conclusion code available. The reported reset was confirmed in the laboratory and was due to an anomalous component on the hybrid. (B)(4).

Event description:
It was reported that upon interrogation of the device in the box, the device was found to be in bvvi mode. The device was returned unopened for evaluation.